Event description:
The lead was intended for trial patient implant. However, during intraoperative testing, high impedance measurements were observed on all lead contacts. Efforts to resolve this matter with the use of multiple trial cables and trial stimulators and repositioning of the lead proved unsuccessful. The physician used another lead to successfully complete the case. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.